Manufacturer narrative:
Additional information was requested and the following was obtained: physiomesh was released in the us in 2010 - can you please clarify that the initial mesh used was physiomesh? Sometime in 2010. Product lot number? Unknown, surgeon was not original surgeon. When was the mesh disintegration first noted? During operation. How was the mesh disintegration first noted? During operation. Are any photos available? No.

Manufacturer narrative:
(B)(46). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: device lot number? - sales rep. Reported ni, lot number is not available. Specific type of hernia repair (i.e. Ventral, umbilical and laparoscopic or open)? -sales rep. Reported ni. Was there difficulty with the purple suture or did the surgeon associate the reported difficulty with the mesh only? - sales rep. Reported the complaint was specifically related to the mesh, no difficulty with sutures. It was reported that the mesh was removed, it is available for return/evaluation?- sales rep. Reported not available for return, the mesh was removed but not retained for return/evaluation. Rep. Reported mesh with tissue was discarded.

Event description:
It was reported that the patient underwent a hernia repair procedure on unknown date, approximately ten years ago, and the mesh was implanted. On (B)(6) 2016, the patient underwent a mesh removal and unknown gore mesh was implanted to repair the hernia. It was also reported that the initial mesh was disintegrated.